Event description:
Customer took blood glucose reading at 6pm with a result of 105mg/dl. Retested at 9pm and received a result of 456mg/dl. They gave themselves 12 units of r insulin. At 11pm received blood glucose result of 66 and 72mg/dl. 15 minutes later result of 361mg/dl. 15 minutes after that a result of 72mg/dl. The customer went to bed. Spouse found them at 3am sweating and incoherent. Spouse tested blood glucose and received a result of 35mg/dl. Spouse gave them liquid orange juice and a bottle of ensure and candy to eat. The customer felt better, and went to bed. Customer was not using controls. Took their device to the pharmacy and ran controls, stated they were in range but no values were provided. A request was made for the return of the suspect device and replacement product was sent.